Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer's blood glucose (bg) level subsequently decreased to low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose gummies to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.